Manufacturer narrative:
This report is for an unknown trauma screw. Partial part number is known and is 04.005.4xx. Lot numbers is unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal and revision of titanium adolescent lateral femoral nail and unknown screws due to nonunion. Implants were originally implanted on (B)(6) 2019. The surgeon used the saw blade through the nonunion site and ream femur. Application of plate and six cortex screws. The procedure was successfully completed. The patient outcome was unknown. This report is for one unknown trauma screw. This is report 1 of 3 for (B)(4).